Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump may have over delivered insulin during the fill cannula process. The customer¿s blood glucose level was 80 mg/dl at the time of the incident, and 235 m/dl at the time of the call. The customer found the reservoir compartment wet after taking the reservoir out, but could not determine the source of the leak. The customer stated the pump delivered about 100 units of insulin and they experienced a burning sensation at the site. The customer used glucagon to treat. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.